Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that their baby grabbed the nasal swab from the binaxnow covid-19 antigen self-test which had been used the day prior and put it in their mouth. The consumer was concerned about the reagent and reported that their child did not experience any effects as a result. No further information regarding patient health status and outcome was provided.

Manufacturer narrative:
Investigation report: the customer reported their child grabbed the swab used by a husband for sample collection with the binaxnow covid-19 ag self-test and put the swab in their mouth. The customer stated they are concerned what is in the reagent. The customer refused to provide any additional information. Technical services informed the customer that they should seek medical help. Technical services educated the customer the reagent contains a chemical named sodium azide. Technical services provided the customer with the information to get medical attention and attempted to provide relevant safety and data sheet, but the customer refused to provide an email address. The customer was satisfied with the information and had no further questions. The product will continue to be monitored and tracked.